Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus liberte' 2.75x32 drug eluting stent was unable to be delivered to the calcified lesion which resulted in a damaged stent strut. No patient complications occurred.

Manufacturer narrative:
Device analysis found that the condition of the returned unit was consistent with the complaint incident. The device was returned for analysis and visual examination of the unit revealed stent damage. One stent strut was raised at an angle of 90 degrees with respect to the catheter. This stent strut was approximately 1.1cm from the proximal edge of the stent. This type of damage is consistent with the delivery system encountering some form of restriction. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. Attempts to insert the recommended size guidewire (0.014 inch) were unsuccessful due to solidified contrast media present within the entire length of the lumen. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. The most probable root cause of the reported complaint is handling damage.